Manufacturer narrative:
Evaluation summary: as received, the valve exhibited characteristic markings which indicate a suture was looped around commissure 1. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 3. These indentations were most likely left by a suture that was tied against commissure 1, thus leading to a gap at the coaptation region. At the outer side of commissure 1, towards the base of the commissure, the cover cloth appeared to have gathered into a sharp point rather than the typical curved appearance. This may have been due to the described suture loop. Adjacent to the suture track, detected along the free margins of leaflet 1 and 3, disruptions and indentation in the free margins were noted; however, no evident track was visible. Minimal host tissue overgrowth, by an approximately 3mm strip, was noted in the described region. No inconsistencies were detected in the x-ray as the wireform is intact. X-ray. Echo cd was received and forwarded to an independent 3rd party consultant for review. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Event description:
Reportedly, a 27mm mitral valve was explanted on (B)(6) 2011, 28 days after implant, due to moderate valvular leak.

Manufacturer narrative:
Method and conclusion: device evaluation pending, but not yet begun. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A copy of the echocardiogram has been requested but not received.